Manufacturer narrative:
It was reported that the o2 concentration was lower than set. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. According to the information provided by the technician, the o2 cell was exhausted. The issue has been resolved by replacing o2 cell, and the device was delivered to the user in working condition. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error or measurement error. The o2 cell is an article of consumption, and it must be replaced when reached expected lifetime (expected cell life time = o2 conc (%) x time (h) = 500 000 (%hours)). The issue was reported to competent authority in abundance of caution as initial description might have underlying which represent a reportable event. Further provided information revealed that the solution of the issue pointed at replacing of the o2 cell. The problems such as the one described here are not safety related. The o2 cell is for measurement purposes only and has no influence on the delivered values. The root cause to the reported issue has been determined and is related to the expected wear and tear.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the o2 concentration was lower than set. There was no patient harm. Manufacturer's ref. #: (B)(4).